Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 150 units of insulin, and after the delivery of approximately 10 units, the insulin gauge decreased to 105 units. The customer's blood glucose level was over 400 mg/dl, and was addressed with a correction bolus via the pump. The customer declined to reload the existing cartridge.